Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a volume discrepancy; the actual residual volume (arv) was 7.2 and the expected residual volume (erv) was 5.8. It was discussed that the volumes were within the tolerances of the pump. The caller noted the discrepancies had been consistent. It was also reported there was a leak at the pump/catheter connector site which was planned to be revised the week following this report. The patient experienced a return of pain for the past month. A catheter dye study was performed to confirm the leak. It was later reported there was a 'catheter leak at sideport connection with flow into posterior pump pocket.' The patient's catheter was replaced on (B)(6) 2012. The patient resolved without sequelae on (B)(6) 2012. The device system was used to deliver fentanyl, clonidine, and bupivacaine.

Event description:
It was reported the patient experienced increasing pain despite titration of medication. The severity was moderate. The catheter was kinked at the pump/catheter connection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# l73826, serial#, implanted: 2001 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).